Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The hemostatic valve broke in the middle of the procedure. The bwi representative is not sure if there was any physical damage on valve/hub, what section broke/separate, or if the hemostasis valve (gasket) broke into two or more separate pieces, or if the hemostatic valve/brim cap/hub became detached from the sheath. Air did not enter the patient¿s body. The patient hemodynamics were not compromised due to bleeding, and the approximate volume of blood that was lost was minimal. The issue did not require percutaneous, surgical removal or medical intervention. The vizigo¿ sheath was exchanged and the procedure was continued. No adverse patient consequence was reported. This was assessed as a MDR reportable product malfunction.

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 13-jul-2022. The device evaluation was completed on 20-jul-2022. According to the picture provided by the customer, the hemostatic valve was dislodged inside of the hub component. This issue could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; however, this could not be conclusively determined. The customer complaint was confirmed based on the picture received. The product was returned to biosense webster inc. (Bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. However, no damage was observed on the dilator. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off-axis angle of insertion. Valve dislodgement occurs when extreme off-axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). A device history record was performed for the finished device batch number 50000134, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Investigation findings code of "appropriate term/code not available" represents photo/video analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).